Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/16/2016, the reporter contacted animas, alleging that the piston would not meet the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: the rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no motor issues observed. There no motor related alarms in the pump's black box. The alleged issue could not be duplicated. The battery compartment was cracked from the top to the cover. The audio bolus button was torn but responsive. There were additional cracks in the pump's casing.